Event description:
While using the device to staple across the renal vein, the stapler malfunctioned and would not fire and was not able to be released from clamping as designed. The emergency release lever needed to be engaged to open the stapler jaws to remove the stapler.